Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the pt's left eye. Two weeks postoperatively, the lens vaulted and adhered to the anterior capsule and the pt had poor uncorrected near vision. Although there was no bcva decrease associated with the vaulting, at eight months postoperatively a yag capsulotomy was performed in order to address retained cortical remnants.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.